Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses when attempting to unlock the pump. Reportedly, the touchscreen began functioning as intended prior to troubleshooting being performed. Customer's blood glucose level was not impacted.